Manufacturer narrative:
An event of device did not function properly after implant and explant of the device was reported. No other information was received from the field. Based on the information provided, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Attachment medwatch report #mw5145136. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5145136 received that states that " aortic valve was implanted in a patient and did not function properly. Required explantation by surgeon. Valve was returned to manufacturer for further investigation. It was reported that on (B)(6) 2023, a 25mm regent aortic mechanical valve was chosen for implant. After the device was implanted, it was noted that the device did not function properly. The device was explanted by the surgeon.